Event description:
On (B)(6) 2026, an impulse dynamics field representative was made aware that a patient implanted with an osm ipg had their device explanted that morning. The patient had previously presented with v1 lead impedance greater than 2,000 ohms, the source of which was suspected to be a fracture of that lead. Therefore, the physician opted to remove not just this lead but the entire ipg and other attached lead. The explanted ipg is expected to be returned to impulse dynamics USA (B)(6) in the coming weeks for further evaluation.